Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
It was reported to vyaire that air would not stay in the balloon of the endotracheal tube and the patient was re-intubated. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. Results of investigation: a vyaire quality team member was able to verify the customer's reported issue. Visual inspection revealed a hole at the inflation line of the product.